Event description:
Per the audiologist, the patient was explanted due to a "skin flap complication". The patients device was explanted in 2008 and the patient was implanted with a new device on the contralateral ear on approx three months later.

Manufacturer narrative:
This is a final report - this type of event is addressed in the device labeling.